Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery did your daughter have? What was the reason for this surgical procedure? Please provide the date of surgery. Do you know the product code or lot number? When were wound dehiscence and suture spitting occurred? Please specify for both times. What was done to treat wound dehiscence and vicryl suture spitting first time? What was done to treat wound dehiscence and vicryl suture spitting second time? What did the surgeon/hcp say about your daughter¿s condition? If in your possession, may we have copies of operative reports? Does ethicon have your permission to contact your daughter¿s surgeon/hcp, in the event ethicon would like to contact your daughter's surgeon/hcp for more clinical information to be used for a product quality complaint investigation? If so, please provide your daughter's surgeon/hcp name, contact information including email address and/or phone number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-08825.

Event description:
It was reported by patient's parent that the patient underwent an unknown surgery on unknown date and the suture was used twice. Post-operatively, wounds dehisced and spit out both times resulting in very wide scars. This past winter the patient needed surgery again and different suture type was used successfully with no dehiscence. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/07/2021 additional information: a2, b7 additional information was requested, and the following was obtained: what type of surgery did your daughter have? - 1) epiphysiodesis r distal femur 2004 what was the reason for this surgical procedure? - 1) left leg length discrepancy please provide the date of surgery. - (B)(6) 2004 do you know the product code or lot number? - no when were wound dehiscence and suture spitting occurred? Please specify for both times. - 10-14 days what was done to treat wound dehiscence and vicryl suture spitting first time? - the surgeon gave us some sort of proteolytic cream I think? What did the surgeon/hcp say about your daughter¿s condition? - this happens sometimes if in your possession, may we have copies of operative reports? - I¿m sorry, I don¿t¿ have them does ethicon have your permission to contact your daughter¿s surgeon/hcp, in the event ethicon would like to contact your daughter's surgeon/hcp for more clinical information to be used for a product quality complaint investigation? If so, please provide your daughter's surgeon/hcp name, contact information including email address and/or phone number. - my daughter is now 29. I will forward the email to her, and she can give her approval directly, although I pretty sure all the people involved have retired. My only purpose in reporting this is that my daughter¿s more recent neck surgery was done with catgut as we reported the vicryl reaction to the neurosurgeon. The resulting scar looks great it this has prompted me to try to find out what suture material would be best for her to ask for in the future. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 10/07/2021 corrected information: b3 corrected h6. Health effect - impact code: f2303 corrected statement in the initial medwatch : event was submitted via (B)(4).